Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the reported issue (short circuit error) was confirmed. It was also observed that the tissue pad in the grasping section was torn with a missing part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined it is likely the short circuit error and intensively worn of the tissue pad occurred by the following mechanism: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear intensively. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it was causing a short circuit error. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. -activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿- do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified therapeutic procedure, after a period of use without any problem, the subject device started to fail with the mention of ¿short-circuit¿ then ¿low ultrasound level.¿ another device from the same lot was given to the surgeon and after about 20 minutes of use the alarm went off again. The device was removed from the trocar. When the tip of the device was being cleaned, it was observed that the active blade was cut. Another device from the same lot was used to complete the procedure without any problem. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. This report is being submitted for the malfunction found during evaluation (worn and peeled tissue pad). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. This report is being submitted for the issue with the first tb-0535fcs device, with patient identifier (B)(6). The issue with the second tb-0535fcs is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
Correction: this report is being supplemented to provide information that was inadvertently left out of the initial medwatch. Information provided in b5.

Event description:
There was no patient or user injury reported due to the event (short-circuit error).